Manufacturer narrative:
Di: (B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an apex balloon catheter. There were numerous kinks throughout the hypotube of the device. Microscopic examination and visual inspection revealed that the outer and inner shafts were stretched and torn from the exit notch to the distal tip, the balloon was also torn. The distal portion of the inner shaft was separated just past the bi-component weld. The remaining portion of the inner shaft was stretched and torn. The distal portion of the inner shaft including the markerbands were not returned as they were disposed by the hospital. Microscopic examination revealed that the distal tip was torn. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the mid right coronary artery. A 2.00mm x 15mm apex¿ balloon catheter was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft and balloon tear.